Event description:
Additional information was received indicating the patient may have twiddler's syndrome. A portion of the lead was returned for analysis.

Manufacturer narrative:
Visual inspection noted the lead body was twisted from the terminal pin to the end of the returned lead segment. The insulation at the end of the returned segment was torn and a fracture was also noted at this site. Based on the type and location of the observed damage, it was suspected that twiddler's syndrome could have caused the lead damage.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead suffered trauma to the chest area. The lead then began exhibiting pacing impedance measurements greater than 2,000 ohms and loss of capture. Noise was also observed on the rate/sense channel that was oversensed and resulted in anti-tachycardia pacing (atp). A chest x-ray was performed which revealed the lead had fractured. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was performed to replace the lead. This lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.